Event description:
The customer reported that the system produced uncommanded x-rays when the system was powered up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the footpedal cable. The system operates as intended. This manufacturing may have resulted in a possible accidental radiation occurrence.